Manufacturer narrative:
Device investigation: results: the catheter was returned without any of its packaging. The device shows flattening in the first 2 cm of the catheter and a kink at the distal end of the strain relief. There is a minor ovalization 48 cm from the distal tip. A 0.070" mandrel was introduced into the hub and advanced distally. Progress was smooth until the tip of the mandrel reached the ovalization 48 cm from the distal tip where friction increased and after another 4 cm caused forward progress to halt. The catheter is non functional. The distal tip of this device was introduced into an example of the packaging tube that is part of its normal packaging. The catheter was not able to fit into the packaging tube. Conclusion: the damage described in the complaint is confirmed. However, since the device was unable to fit into the example packaging tube, the damage seen likely occurred when the device was removed from the packaging or during preparation of the device prior to use. The ovalization is typical of crossover damage incurred by using an envelope for return shipping instead of a box.

Event description:
Upon opening, the physician found two neuron delivery catheter 070s to be kinked at the junction of the green catheter portion and the plastic hub. The physician noted one catheter was kinked so badly, he could see inside the lumen of the catheter. He also noted the packaging had no evidence of damage. This MDR is associated with MDR 3005168196-2012-00024.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the investigation.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.